Event description:
"Customer is reporting lower recession. (B)(6) 24 "yes as stated previously my lower aligners have all been uncomfortable due to their improper fit. Attached is a photo of the recession caused by this. There has been over a dozen emails explaining this and no support has been given. I need a refitment of my lower aligners. "

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.